Event description:
It was reported that during a lap cholecystectomy, the surgeon deployed a clip onto the cystic artery. The jaws of the device jammed onto the artery and took a lot of work to get the jaws to reopen, so the device could be removed. Another clip applier was opened and the procedure was completed. No patient consequences were reported. Device will not be returned at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.